Event description:
It was reported by the patient that "heart rate at sixty beats per minute and believes their pacemaker is set at sixty beats per minute but doesn't believe it's kicking in and asked why their pacemaker wouldn't pace if their going below the set rate". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 978b133 interstim urinary mgu lead implanted (B)(6) 2021; 3058 interstim urinary mgu ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.